Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was reported to the rep as broken. Upon further inspection of the said trocar, it appears to be in two pieces. The head of or surgical products describes that during the case under torque, the trocar broke in half. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part of broken trocar sleeve fall into patient? Yes, but was recovered. If so, were all components retrieved? Yes. Was there any change to procedure or post op patient care? No. The analysis results found that the 355rt sleeve was returned with the cannula broken in halve. Due to the condition found the device is non-functional. No conclusion could be reached as to how or what may have caused the found damage, however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No batch record review could be performed as the batch number is unknown.